Event description:
According to the reporter: the needle broke in half inside of the pt during surgery. The surgeon was able to retrieve both pieces. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).